Manufacturer narrative:
Corrected: d4 the model number and catalog number was corrected because the device history record review showed the reported lot number corresponds with 8884720163e, not 8884720163.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that in the days following the replacement of the peg, there is wear of the outer button with leakage of gastric material and rupture of the peg. This type of non-serious accident occurs frequently in other patients with the use of the same device with different lots.

Event description:
Additional information received: there was a rupture of the balloon and the y port. The device was replaced. This has happened other times but how many times and when it happened is unknown.

Manufacturer narrative:
Additional information: the device history record (DHR) was reviewed showing the reported lot number corresponds to product 8884720163e, not the code reported by the customer as 8884720163. The DHR showed no discrepancy. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. Based on the present information, a possible root cause cannot be determined. No action plan is deemed required. The current process is running according to product specifications, meeting quality acceptance criteria. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention. Production personnel received an awareness notification regarding the reported condition. This complaint will be used for tracking and trending purposes.